Event description:
Patient had etad on for three days. On third day etad was removed and there was a full thickness wound on the top of the upper lip, wound went thru the lip. Wound is 4cm long and will need to be closed by plastic surgery.